Manufacturer narrative:
During functional tests, noise was heard while exercising the horizontal motion. After investigating, it was noticed the belt tabs were not flush inside the carriage. Belts will be re-seated as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was installed on the test system and failed the functional platform test but passed other tests. The suj also had voltage failures due to the horizontal brake. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and ports were placed, repeated recoverable error 32101 occurred. The customer received phone assistance from the technical support engineer (tse). The customer had power cycled the system before the phone call, but the issue was not resolved. The tse confirmed repeated recoverable error 32101 in the logs pointing to the proximal set up joint (suj) on universal surgical manipulator (usm) 4. The tse advised the customer to perform hard power cycle on the system, but the customer was not able to do so at the time of the call. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. There was no patient injury.